Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment, a damaged battery cap, and out of specification battery cap contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history showed that multiple power events had occurred. The pump battery compartment was observed to be cracked and the battery cap was unable to tighten to the pump due to damaged threads on the cap. The pump battery compartment was examined and no corrosion or contamination was found in the battery compartment. The battery cap was examined and the contacts were found to be out of specifications. A test cap was inserted and the pump was exercised for 24 hours without power issues. The pump was examined and found a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).